Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, the delivery catheter system (dcs) was advanced using a 18 fr non-medtronic introducer sheath. It was reported that the minimum access vessel diameter was 7.0 millimeter (mm) x 7.1 mm and the dcs was not twisted nor torqued while in the patient. There was no difficulty loading, inserting, or advancing the dcs. The valve was released from the dcs. While removing the system, there was a slight resistance when the dcs passed the solopath to remove. It was then reported that the nose cone had separated from the dcs capsule and the introducer sheath. The nose cone was located in the descending aorta. A snare, a 18 millimeter (mm) and 30 mm balloon were attempted to retrieve the nose cone. The nose cone was laced with the snare and was removed with the 18 fr non-medtronic introducer sheath. No additional adverse patient effects were reported.